Event description:
Cochlear americas confirmed that there is a hard device failure on an already implanted nucleus 5 device. This device was not indicated as a part of the september 2011 cochlear americas recall. Patient was implanted 7 months ago. The external equipment will not even communicate with the internal device. This means there is no perception of sound.